Event description:
Patient was having a takedown of colostomy and re-anastomosis. The colon limb had adequate length for anastomosis. A purstring stapler device was used on the stomal stump. The anvil of the 29 eea stapler was placed into the lumen, and the suture was tied around it without any difficulty. There was a lot of scar tissue and adhesions around the rectum. Some of these were lysed in order to mobilize the stump. Dilators as well as proctoscope were used to try and navigate through the anus and rectum to the level of the staple line of the rectal stump. We were able to advance to approximately 7-8 cm but not all the way to the staple line. It appeared that the rectal stump was tortuous. When the stapler was removed from the abdomen, the tip of the stapler fell off into the field. It was retrieved successfully. There was no patient harm and no impact on the results of the surgery.